Event description:
It was reported that during a breast biopsy procedure the tip of the marker was sheared off into the patient's breast. No additional information provided.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.